Event description:
It was reported that during an exam the table on the axiom luminos drf system suddenly began to tilt with the patient on the table. According to the provided information, the tilting motion began without the operator touching the side panel and the console. The doctor had to hold the patient for safety reasons until the system stopped tilting. The doctor did not press the emergency button to stop the system movement. According to the doctor, nobody was at the console when the error occurred. There is no injury involved in this event. The reported event occurred in (B)(6).

Manufacturer narrative:
The emergency stop push buttons are available to the operator to stop all unintended device movements. The stop buttons are located on the table and on the remote control console. This report was submitted (B)(4) 2013. Customer's address: (B)(6).